Manufacturer narrative:
The device was not returned to physio-control for evaluation. Physio-control recommended the customer take the device out of service and replace due to end of life/support. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is delivering defibrillation out of tolerance. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.